Event description:
Customer's mother reported that her daughter's blood glucose measured 345 mg/dl. As she was administering a correction bolus, she noticed that there was wetness at the insertion site. She wasn't sure the cannula was under the skin, so she removed the device and applied a new one.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm product condition. The customer reported seeing wetness at the insertion site and wasn't sure the cannula was in the skin at the insertion site. This condition would interrupt insulin delivery and contribute to high blood glucose if it occurred. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipot user's guide warm "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery."